Manufacturer narrative:
Complaint conclusion: the stent of a 39mm x 8mm 135cm palmaz genesis biliary stent delivery system (sds) came off the balloon when removed from its packaging. As a result, the stent was not used, and a 7mm x 39mm palmaz genesis biliary stent delivery system (sds) on opta pro was used without issue to continue the procedure. There was no reported injury to the patient. There was no observed damage to the sterile packaging of the device, and no preparation of the device had been performed prior to the stent falling off the delivery system. The product was not returned for analysis. A product history record (phr) review of lot 82226836 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. Handling or shipping/storage factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. Neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; however, a risk assessment has been opened to further investigate this issue.

Event description:
As reported, the stent of a 39mm x 8mm 135cm palmaz genesis biliary stent delivery system (sds) came off the balloon when removed from its packaging. As a result, the stent was not used, and a 7mm x 39mm palmaz genesis biliary stent delivery system (sds) on opta pro was used without issue to continue the procedure. There was no reported injury to the patient. There was no observed damage to the sterile packaging of the device, and no preparation of the device had been performed prior to the stent falling off the delivery system. The device will not be returned for evaluation.